Event description:
Four brady/pacing cardiac leads were prepped with lld-ez for removal. Two (4012, 4512) of which had previously been capped and 2 (4058m, 4076) with poor functionality. A 14fr and 16fr glidelight were used to remove the 4058m and 4076 leads without difficulty. The 4012 and 4512 leads were not able to be removed and the md noted that the leads had fused together; the two leads were abandoned and capped with the lld ez inside. A new dual chamber ppm was implanted and the patient was discharged as scheduled.